Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to moisture damage on electronic assembly. Moisture was found on the motor assembly. Further testing could not be performed due to the unresponsive buttons. The device had scratched lcd window and cracked on the reservoir tube lip.

Event description:
The customer reported getting a bolus stopped alarm. Instructed the customer to press the activate button, but it did not respond. Advised the caller to contact her doctor for assistance with getting a back up plan. Then the customer mentioned that she just got out of the hospital and no additional information was provided regarding the event. Attempted to contact the customer several times and stated that she was hospitalized with high blood glucose and fluid retention. The caller stated that they usually need to drain the fluid, and she has been in and out of the hospital lately. No further information was provided.